Event description:
It was reported that pump declared a malfunction alarm during cartridge loading while customer followed the prompted steps and had not previously experienced this type of alarm with this pump. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to load a new cartridge using proper technique, successfully resumed insulin therapy, and no further outcome details were provided.